Event description:
It was reported that during a laparoscopic nephrectomy, the device tore 3/4 of the way into the case. If came apart below the rim. The case was completed with a like device. There was no patient consequence.